Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during treatment. Patient opened the cycler door and noticed fluid leaking from the cassette and into the cycler. Treatment was cancelled. The patient's peritoneal dialysis nurse (pdrn) had been notified. The sample set was reported to be saved but has not yet been made available. During follow up, the patient reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient was prescribed ciproflaxcin as a precaution. There are no adverse events reported at this time.